Event description:
During a procedure, the robot malfunctioned with a non'-recoverable" fault. Intuitive biomed 800# called. The robot hand was clamped onto the patients bladder and would not release. They suggested to retrieve a particular wrench to open instrument jaws. It took a few minutes to find this "special" sterile allen wrench. When located, staff were able to use the tool to release the clamp. No patient harm.what was the original intended procedure?prostatectomy.device #1is this a laboratory device or laboratory test?no.